Manufacturer narrative:
Our eval confirmed that the top cover of the device actually separated from the base as reported. This is a known supplier issue and we have implemented supplier corrective action and initiated a field correction. The device identified in this incident falls in the range of the potentially defective devices of the field correction number: (B) (4).

Event description:
When taking the pt monitor infinity delta from the infinity docking station (ids) it fell down. The top cover of the ids separated from the bottom (the nuts were torn off). No persons were injured. (B) (4).